Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there were various foreign objects in the gantry. After the objects were removed, the gantry rotated without making noise. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that a loud noise was heard within the gantry during two scan attempts. The scans were not aborted and were of good quality. There was no patient involvement.